Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose readings in the 500 mg/dl range. Customer stated that they noticed a bent cannula and changed the set however, their blood glucose reading was still high. The drive support cap and all settings appeared to be normal. Customer's blood glucose reading at the time of the call was 276 mg/dl and has treated with a manual injection. No further info reported.